Event description:
It was reported that a pta balloon, being used to treat a graft in the left forearm, detached during removal of the catheter through a 6f introducer sheath. The 6f introducer sheath was upsized to a 9f sheath. A fogarty catheter, a snare and another pta balloon catheter were then used to successfully remove the detached balloon from the pt. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The device was returned for eval. It was observed that the balloon was missing from the catheter, and was not returned with the rest of the device. The break was examined. When looking down into the shaft, the dual lumen could not be seen. There was no other evidence of the balloon bond or an inflation skive at the break location. Slight stretching was observed, indicating that the break was not clean. Based on the condition of the sample, it appears that the break may have occurred proximal to the proximal balloon weld, but the stretching may have caused the dual lumen to collapse. Functional testing could not be performed as the balloon was detached from the catheter. The results of the investigation are confirmed for balloon detachment, as a complete circumferential shaft break was observed on the device, which resulted in the balloon detaching from the rest of the catheter. The balloon was not returned for eval. The root cause could not be determined based upon available info. It was reported that the balloon catheter was used to treat the left arm forearm graft. This device is intended for use in percutaneous transluminal angioplasty of the femoral, iliac and renal vessels. It is not indicated for use in av access grafts. It is unk whether usage of the balloon catheter in area outside of its indicated areas of use contributed to the reported event. Recommended sheath size for this product catalog number is 5f. The current IFU (instructions for use) states: indications for use: opti-plast xt pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the femoral, iliac and renal vessels. This catheter is not for use in coronary arteries. Warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the opti-plast xt pta dilatation catheter: while maintaining negative pressure and the positon of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.